Manufacturer narrative:
(B)(4). G2 - report source - foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during inspection of the product at the distributorship, a hair-like substance was found within the sterile packaging. There was no patient involvement.